Event description:
Pt developed the following sympoms during and immediately after barium enema examination: runny nose, sneezing, cough, chest tightness, itching, burning eyes, erythema, tingling around mouth and upper extremities, nausea and vomiting. Product packaging did not readily identify latex component of the retention cuff.